Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture during patient use. The device was filled with a 150-ml solution of 70 mg fabrazyme in saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed and the root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).